Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from may 04, 2019 - may 06, 2019. H10: seven (7) actual samples were received for evaluation. The samples were received filled with varying amounts of solution. Visual inspection with the naked eye verified a floating white foreign matter approximately 0.10 inches in length inside the bag of sample one (1) only. No leak was noted on this sample. A particulate matter (pm) analysis was performed which determined the particle to be a 1.6 mm opaque white elastomeric particle in solution generated by a needle strike in the septum. The injection port had been accessed and material was missing from the exterior surface. Therefore, the reported condition of foreign matter was verified, however, the direct cause could not be determined. Functional testing was performed on all of the samples which revealed a leak at the spike port bonding area in samples 2, 3, and 4. Therefore, the reported condition of leak was verified in these three (3) samples only. The cause of the leaks was not determined; however, the most likely cause was due to inadequate or a lack of adhesive applied to the cap tubing when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. No issues were observed in samples 5, 6, and 7. A batch review was conducted and there were no deviations found related to these reported conditions during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had foreign matter and leaked from an unspecified location. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.